Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy and autoreducing after patient had a rigorous hiking trip. Lead diagnostics showed that both leads had multiple high impedances. X-rays were taken and showed that one lead was severed. Surgical intervention may be undertaken to address this issue.